Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further patient and event information was requested but not received. Date of event is estimated.

Event description:
It was reported that the patient had a lead infection and the entire scs system was explanted. No additional information available for this issue.